Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted the svc defibrillation impedance was steady at approximately 72 ohms through (B)(6) 2016 and spiked out of range (B)(6) 2016. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was a patient alert due to the superior vena cava (svc) coil of the right ventricular (rv) lead exhibiting out-of-tolerance high impedance. The lead was reprogrammed. No patient complications have been reported as a result of this event.